Event description:
It was reported that revision surgery was performed, due to femoral neck fracture. The pt was identified as being non-compliant by the hosp, as the fracture occurred after the pt lifted a heavy object, contrary to dr's/hosp instructions.